Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. A batch record review was completed, and no discrepancies were found. Aquacel foam n/adh 20x20(1x5) nai was manufactured under system application product (sap) code 1704000 and manufacturing lot number 2m01569 on 22 december 2022. Lot # 2m01569 was sterilized under work order (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 2m01569. This was the first complaint received for the affected lot registered within database, with a second complaint covering a short count in shipper, which was not related to this issue. Six photographs were received for this issue, so were evaluated in accordance with work instructions (wi). The images showed the expected lot, product and complaint issue where the dressing had a red mark. The complaint sample was requested on 26th may 2023 and received on 20th june 2023. The red mark could be seen on the dressing, and the dressing was sent for analytical lab testing to identify what the red coloration/contaminant is. Laboratory testing returned results confirming the red was not on the surface of the pink pu, but instead within the foam layer of the dressing. No red pens or pigments were used on the deeside manufacturing lines, so it was unclear where any red marks of this kind would have originated. The area of the dressing with the red pigment did not identify any peculiar chemical traces. The supplier of the foam component of the dressing, freudenberg-pm was contacted and asked for comment on the finding of the red coloration/contaminant. Their investigation identified two possible batch numbers, made up of six hundred rolls in total. A batch review was completed for the batches, and no discrepancies were found. The supplier describes how the pu foam was produced by two toluene based diisocyanate pre-polymers are mixed with water and surfactants, with the resulting chemical reaction producing the pu foam and carbon dioxide. They describe the manufacture process and confirm no red liquid of any type was used within the manufacturing process, apart from red splicing tape which would not have left a residue of this kind, nor did laboratory results identify the presence of red tape residue. It was not possible to identify root cause, but this issue appears isolated, as the red has been found on a single dressing. The supplier of the foam suggests that the red mark is most likely to have migrated or leached form the pu film. The red color in the foam is unlikely to have come from our own internal processes, but also the manufacturer of the foam at the supplier. This does appear isolated, and due to the lack of chemical trace to identify, it is likely that the red coloring is a cosmetic issue. No nonconformity (nc) or previous corrective action / preventive actions (CAPA) was raised. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: type of investigation under imdrf cause investigation code. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date, additional patient or event details were received which have been added in h10 (addl mfg narrative).

Manufacturer narrative:
Samples are available for evaluation; however, shipping is in progress. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the retailer that the dressing was dirty. The product was not used by the patient. The photographs depicting the issue were received from the complainant.